Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a healthcare provider (hcp) that the patient experienced diabetic ketoacidosis (dka) on (B)(6) 2025, following a pod change performed by the patient¿s mother, who is the primary caregiver. After the pod change, the patient attended an adult daycare center, where elevated blood glucose levels were noted, and the patient was subsequently admitted to the hospital. At the time of the event, the patient was not using automated insulin delivery due to phone incompatibility with the dexcom g6 continuous glucose monitor. The hcp reported that the patient has a history of multiple dka admissions. The patient has special needs and relies on caregiver assistance for diabetes management. Attempts were made to reach reporter for further information but were unsuccessful.